Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 319.01, lot number: 22p0656, manufacturing site: haegendorf, release to warehouse date: 03 december 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Service and repair evaluation: post op while putting together tray, it was noticed that the device 319.01, depth gauge for 2.7mm & small screws, seemed to be sticking quite a bit. Device was took it apart to check for debris, and lubricated it with instrument lubrication. However that did not seem to fix the problem. The small ball bearing on the inside of the gauge seems to be sticking and not allowing for a smooth transition of the outer sheath of the depth gauge. Device was immediately removed and placed a pre-op order to replace this instrument and get the tray back up for use. Since this happened post-op there was no negative effect on the patient nor was surgery time increased due to this event. The repair technician reported that instrument operation failed to be smooth and non-binding through entire range of operation. The cause of the issue is unknown. Reason for repair is lube/oil/clean. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process the evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while putting together tray it was noticed that the depth gauge seemed to be sticking quite a bit. It was taken apart to check for debris, and lubricated it with instrument lubrication. However that did not seem to fix the problem. The small ball bearing on the inside of the gauge seems to be sticking and not allowing for a smooth transition of the outer sheath of the depth gauge. Since this happened post-op there was no negative effect on the patient nor was surgery time increased due to this event. This report is for one (1) depth gauge for 2.7mm & small screws this is report 1 of 1 for complaint pc-(B)(4).